Event description:
Plaintiff alleges that from plaintiff's exposure to latex plaintiff developed a latex allergy. Plaintiff alleges that plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of plaintiff's usual activities, persuits and pleasures. In addition, plaintiff alleges that plaintiff has suffered substantial loss of earnings and earning capacity. Plaintiff alleges loss of consortium of his spouse.